Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from an healthcare provider (hcp), via a company representative, regarding a patient who was receiving dilaudid (20 mg/ml) via an implantable pump (dose and dates of therapy were not reported). Indications for use included non-malignant pain, failed back surgery syndrome, and post-laminectomy pain. Medical history was reported as "none," and concomitant medications were not reported. On (B)(6) 2015, during a procedure to exchange the pump for normal end of life, the catheter could not be aspirated. Therapy was noted to have been as expected, they just couldn't aspirate. The hcp chose not to do a back table prime and attached the pump to the catheter without aspirating. The hcp was made aware that the patient would have period of no drug when water from internal tubing hit intrathecal space, but indicated that they understood and would cover the patient with oral (po) meds. No patient symptoms were reported. No actions/interventions were taken to resolve the issue. As of (B)(6) 2015, the issue was not resolved, the catheter remained implanted and in service, the patient's status was "alive - no injury," no surgical intervention had been performed or was planned, and the hcp had no further information. The hcp felt that the catheter was working fine.